Event description:
7/2003 pt with life site access sent to e.r. Post dialysis & post vancomycin due to temp pre tx 101 and post tx temp 100.6. Pt also had diarrhea. Pt was admitted post e.r. Visit. 7/2003 11:40 pm pt expired without continued antibiotic therapy, blood cultures & +staph aureus.